Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. It was unable to perform the basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to constant motor error alarm. The device was also received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and a motor error alarm during prime. The blood glucose at the time of the incident was 265 mg/dl. The device was not exposed to a magnetic field and the customer was able to rewind. The device was returned for analysis.